Event description:
It was reported that the customer was hospitalized with a low blood glucose reading of 38 mg/dl. Prior to the event, the customer was pulled over by the police as he was swerving on the road. The customer stated that the insulin pump was not exposed to high magnetic fields. The reservoir volume was accurate. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.